Event description:
See initial report.

Manufacturer narrative:
A1-A5 PATIENT INFORMATION WAS NOT PROVIDED D.4. SERIAL NUMBER IS UNKNOWN. THIS INFORMATION WILL BE PROVIDED IN A SUPPLEMENTAL REPORT IF MADE AVAILABLE. H.4. AS THE SERIAL NUMBER IS UNKNOWN, THE DEVICE MANUFACTURE DATE COULD NOT BE DETERMINED. THIS INFORMATION WILL BE PROVIDED IN A SUPPLEMENTAL REPORT IF MADE AVAILABLE. H11 LIVANOVA DEUTSCHLAND MANUFACTURES THE EVO CLAMP, THE EVENT OCCURRED IN COSTA RICA. IF ANY ADDITIONAL INFORMATION PERTINENT TO THE REPORTED EVENT IS RECEIVED, IT WILL BE PROVIDED IN A SUPPLEMENTAL REPORT.

Event description:
LIVANOVA DEUTSCHLAND RECEIVED A REPORT THAT ESSENZ HLM DISPLAYED AN ERROR CODE RELATED TO ELECTRONIC VENOUS CLAMP (EVO). THE EVENT OCCURRED DURING PROCEDURE. THERE WAS NO PATIENT INJURY.

Manufacturer narrative:
D4: device serial number provided: (b)(6). UDI: (b)(4). H4: device manufacturing date: 25-Nov-2025. H11: Authorized Field Service Technician inspected the unit. Functional tests and point-to-point calibrations were performed. After troubleshooting, the customer confirmed there have been no further similar issue.If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.